Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air ingress occurred when the catheter was inserted into the sheath. Many aspirations were attempted but air could not be cleared. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device will be not be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because <<insert reason (device was discarded, etc.)>>. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.